Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing during stimulation. The electrode condition prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. It is believed that failure of this device is most likely due to a malfunction within the digital chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: sections e.1, e.2, e.3, g.3 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a potential device failure and decreased performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.